Event description:
It was reported that the user experienced repeated insulin cartridge leaks with the ilet system and had been connecting the cartridge to the connector before inserting it into the pump; troubleshooting and education were provided to load the cartridge in the pump before attaching the connector, with the affected component identified as the reservoir and the device problem characterized as leakage. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a leak or seal issue associated with the reservoir, with no evidence of component failure identified. It was concluded, based on previously established findings for similar reports, that user technique was the likely cause, consistent with leakage related to reservoir handling and sealing.